Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the t-pal spacer applicator handle is binding and does not allow trial implant to seat properly. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿one t-pal spacer applicator handle (part # 03.812.001, lot # 3716388) was returned with slightly chipped threads. The knob and inner shaft components were not returned with the instrument and so the complaint condition could not be replicated. The cause for the complaint could be due to damaged threads on the handle or knob or due to incorrect usage of the instrument. The complaint is confirmed. The applicator handle (03.812.001) is used to insert the trial spacer and peek implant into the disc space. Controlled, light hammering on the applicator may be required to advance the trial/implant into the disc space during insertion. During use, the applicator knob is also turned to allow for pivoting the handle was returned with slightly chipped threads which could be a result of excessive hammering. It is unknown if the damage is severe enough to cause the knob to bind on the handle. Other components of the handle contained only minimal wear and likely did not contribute to the complaint. Before attaching trials, the security ring must be pulled down while simultaneously turning the knob counterclockwise. Once attached, the knob is turned clockwise until the trial is fully seated and cannot pivot. Not following these instructions (included in the technique guide) could have contributed to the complaint. Product drawings were reviewed and no design issues or discrepancies were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.